Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using sensation plus 50cc intra aortic balloon (iab) the reporter called and stated that they had continued to pump throughout the night after receiving many gas loss alarms on night shift. She states that blood was seen in the large bore helium tubing, however, the nightshift staff did not discontinue pumping. The blood did not reach the cardiosave pump and that the iab had been inserted sheathless in the femoral artery. No harm or injury to the patient was reported.